Event description:
It was reported in (B)(6) of this year, that the patient had issues charging her battery. Reportedly, the device was fully charged "just the other day" prior to the problem manifesting. It was noted at this time, that it was the "second or third time" it had done this. The patient needed to use the device one night in (B)(6) and was unable to use it due to the charging issues. It was also noted the patient recently had lost "a lot" of weight. At that time,the patient was directed to her health care provider. Additional information received stated the patient was still having concerns regarding the device and was scheduled to have "surgery" on (B)(6) 2013. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).